Event description:
It was reported that during a routine device check the atrial lead exhibited rising pacing threshold. The physician decided to monitor the atrial lead and re-evaluate at the next device check. During the follow up device check the atrial lead pacing threshold exhibited a decrease thus varying threshold was exhibited. Since the adhesion between the tip of the atrial lead electrode and the patient's tissue was noticed, the running and the loosening of the lead were readjusted. The atrial lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, atrial capture management trend shows the threshold increased from 0.5 volts to 2.5 volts the week of (B)(6) 2014. Concomitant products: a3dr01 ipg implanted: (B)(6) 2014. (B)(4).